Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10-medical products: tibia cemented 5 degree stemmed left size f, item# 42532007501, lot# 65411629; articular surface (mc) left 12 mm height, item# 42512100812, lot# 65279057; psn cm fm/cm tb/ve/pe psn pt, item# 98000241500, lot# unknown. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and seven months due to loosening. Attempts to obtain additional information have been made; however, no more information is available.